Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative checked the device and found that the ic socket on the board was about to come off. The connection was fixed to avoid unintended movement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that when the customer checked the operation of s5 erc tubing clamp / 620mm before use, it did not work. There was no patient involvement.

Manufacturer narrative:
Field service technician dispatched to the facility reproduced the reported failure: the erc could not be initialized and therefore provided no response. In addition, a further inspection revealed faulty contact between eprom and ic socket. The contact was fixed and the issue solved. All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2016. Based on the above, the root cause of the reported event was a false contact between eprom and ic socket.

Event description:
See initial report.